Event description:
It was initially indicated in clinic notes received from the treating physician's office, that the patient had an increase in seizures and was hospitalized at some point, but it was unclear if it was due to the seizure activity. The patient is known to have increase in seizures with stress, but there was no indication of cause for recent activity. The patient was later said to be doing well since the vns was increased. There was no believed device malfunction as it was noted to be "ok." The patient was noted to also have pseudoseizures. A search performed in the manufacturer's programming history database resulted in 0.82 years until eri=yes. Last known diagnostics were within normal limits. Good faith attempts to obtain additional information have been unsuccessful to date.